Manufacturer narrative:
Additional information: no intervention required for removal of balloon fragments and device. Device was safely removed with no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer returned 3 images. Image 1 shows a rapidcross device on a guidewire with the distal section missing. Distal section appears to have detached at the rx port. Image 2 shows the detached distal section with balloon along with the rest of the rapidcross device and an atherectomy device. Image 3 shows a close up of the detached balloon and distal section. The balloon is bunched up. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use rapidcross pta balloon catheter during procedure to treat a little calcified plaque lesion in the right mid popliteal artery (pop). The vessel was moderately tortuous. No embolic protection was used. A non-medtronic inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. A circumferential/radial burst occurred. One inflation occurred prior to the issue occurring. All fragments of the balloon were retrieved. The balloon failed to cross/position. There was difficulties removing balloon following balloon inflation. The lesion was treated with a new pta. There was severe resistance felt during advancement. Another rapidcross was able to cross the lesion. The device did not pass through a previously deployed stent. Balloon had already been used once with no problems identified. Physician went to use balloon again and was unable to advance it. When he tried to remove the balloon, it was sticky and would not come off the wire. Physician used excessive force to pull it back in the balloon broke in the middle. No fragments were left behind and all components were retrieved from the patient. Another balloon was used and able to cross without any problem to complete the procedure. There was no patient injury reported.